Manufacturer narrative:
Batch review performed on 06 may 2019: lot 143316: (B)(4) items manufactured and released on 15-apr-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the final screw failed to lock in the plate. It just kept turning in the plate and bone. The surgeon tried a rescue screw and same result. The surgeon did not want to remove the plate and left with 3 screws only.